Event description:
The nurse reported the cassette primed and passed initial testing, no issues during the sculpting portion of the cataract surgery but once the surgeon started performing phacoemulsification of the cataract's quadrants, the occlusion bell sounded. He tried correcting the issue by replacing the phaco tip but the occlusion bell still sounded. He tried correcting the issue by replacing the phaco tip but the occlusion bell still sounded. Then the staff replaced the cassette pak with tubing and the surgeon was able to complete the case with no further issues. No harm to the pt was reported. Add'l info has been requested. This is the first of two reports for this facility.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. While a sample was not returned for this event, similar complaint investigations determined that debris within the aspiration tubing resulted in the reported event. The debris has been identified as a piece of the aspiration tubing which was inadvertently inserted into the aspiration line during mfg. This mfg event is believed to be related to misalignment of the tooling on the automated production line. An internal investigation has been initiated for this event. (B)(4).